Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was heavily calcified. Resistance was noted during advancement of the traveler rx and it was unable to cross the lesion. During removal, resistance was also noted. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.